Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 25mm valve was explanted after an implant duration of approximately 10 months and replaced with a 23mm model 3000 valve due to unknown reasons. No further details were provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device will not be returned as it was discarded at the hospital. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No explant surgeon or follow up doctor information has been provided. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without a response from the health care, we are unable to investigate into the root cause for this event.